Event description:
It was reported that the patient's implantable neurostimulator (ins) had been shutting off by itself and he was having to recharge it "more frequently (more than expected)". The reporter indicated that the patient hadn't charged his ins and he let the battery die on (B)(4) 2012. He then charged it up the following day to where "he saw the sprites", indicating that the battery was full. The next day, the patient's stimulation just turned off, and after turning on the ins, it showed that the battery was at 75%. The patient charged it again, and 3 days later, saw that the battery was at 75%. The patient was indicated to have good stimulation coverage and was running at about 4.5v but had "increased stimulation voltage some". The day after it was reported, it was indicated that the patient was seen in his healthcare provider's office. Impedances were checked and everything was within normal limits. There were no malfunctions seen or cause of issue determined. Additionally, no interventions were taken. The patient was reported to be doing fine and stimulation was working as normal.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).